Event description:
It was reported that during a procedure the housing fractured and exposed the non-sterile battery to the sterile field. The operative field was replaced and the procedure was completed successfully. There was no significant delay, adverse consequences or medical intervention reported.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a procedure the housing fractured and exposed the non-sterile battery to the sterile field. The operative field was replaced and the procedure was completed successfully. There was no significant delay, adverse consequences or medical intervention reported.